Event description:
Reported to biomed that pump not working. Engineer evaluated pump and found constant occlusion alarm; cleaned and lubricated outlet restriction valve. Functional test completed and passed. Pump put back in service.